Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. A haemonetics field service engineer evaluated the suspected device, no problem was found with device after extensive testing of air detectors. Haemonetics field service engineer also verified all settings and parameters and performed functional test. Unit meets manufacturer's specifications and is ready for customer use.

Event description:
On (B)(6) 2020, haemonetics was notified of a device malfunction, air was found in the return line during first return of the procedure. The donor was treated for possible air embolism but there were no symptoms noted.